Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer has experienced low blood glucose levels. Customer is working with her healthcare professional on pump settings. Customer reports pump is working as expected.